Event description:
It was reported that post-op to the bypass procedure, that the patient who was being performed on was having post operative bleeding. The patient had bloody vomit and bloody stool. The surgeon got a gi on her and saw a clot of blood. So, he went into the stomach pouch and removed the blood clot. Unknown of the condition of the patient at this time.

Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that complaint was reported. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the indication for surgery? Were there any unusual sounds or noises noted during the firing of the device? Was the device difficult to close or difficult to fire? Were there any clips observed in the area where the device was used? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? What is the current patient status? Could you please provide a timeline of events? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.